Event description:
A report was received that the patient was sent to the emergency room (ER) due to bleeding ipg incision site and suspected infection. It was noted that the patient had two sores at the ipg site. The patient was treated for infection and underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was sent to the emergency room (ER) due to bleeding ipg incision site and suspected infection. It was noted that the patient had two sores at the ipg site. The patient was treated for infection and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics. The physician believed that the infection was not device related. The patient was reportedly doing well.

Event description:
A report was received that the patient was sent to the emergency room (ER) due to bleeding ipg incision site and suspected infection. It was noted that the patient had two sores at the ipg site. The patient was treated for infection and underwent an explant procedure.